Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the delivery shaft was fractured. The mildly stenosed target lesion was located in the mildly tortuous and severely calcified middle left anterior descending artery. A stingray lp catheter was selected for use. During procedure, it was noted that the delivery shaft was fractured. The device was simply pulled out and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the delivery shaft was fractured. The mildly stenosed target lesion was located in the mildly tortuous and severely calcified middle left anterior descending artery. A stingray lp catheter was selected for use. During procedure, it was noted that the delivery shaft was fractured. The device was simply pulled out and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.